Event description:
Event description guidant received information that, during a device change-out procudure, this patient's chronic right ventricular (rv) defibrillation lead was also explanted due to evidence of lead crush/fracture.